Manufacturer narrative:
During inspection and testing, service found foreign material clogging the auxiliary channel and dirt on the forceps channel port, distal end cover, and nozzle due to insufficient cleaning. The reported issues (angulation and water flow problems) were confirmed during testing. There was play in the angulation knob due to the angle wires being stretched and water could not be supplied due to clogging of the auxiliary channel. In addition, the scope cover was deformed, the air/water cylinder and scope cylinder were discolored, the scope connector was corroded and the electrical connector was discolored due to chemical stress during reprocessing, and the adhesive on the bending section cover was detached. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there were problems with angulation and water flow from the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material clogging the auxiliary channel and dirt on the forceps channel port, distal end cover, and nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were confirmed - however, the foreign material found in the auxiliary water channel and on the biopsy port, distal end cover and nozzle could not be further identified. There was no evidence of obvious misuse. A further cause of the suggested phenomena could not be presumed. Olympus will continue to monitor field performance for this device.